Manufacturer narrative:
Same pt as MDR 9610622-2010-00254.

Event description:
Trauma surgeon reported to sales rep the following event: according to the surgeon, it was not possible to perform distal locking with a short nail. The drill came out behind the nail. The surgeon further reported that he finally managed to place the screw distally by free hand. After checking the post op x-rays, it turned out that there was a wedge just below the distal hole, for which the pt received a long gamma nail during a second procedure. The short nail which is replaced by the long nail is available for investigation. The surgeon stated that also two other colleagues had issues with distal locking. He alleged that the drill does not come in the hole centrally. Also, the target device will be sent for investigation.